Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt, the doctor struggled with positioning of the lead and replaced the lead out of dissatisfaction. No patient complications have been reported as a result of this event.